Manufacturer narrative:
Evaluation results: a visual inspection of the returned lens shows the lens is torn in half and is torn in half from the center of the optic into a plate haptic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned.

Event description:
The reporter stated that the surgeon was inserting a single piece silicone lens model aa4204vf and the lens tore. The surgeon cut the lens to remove it and put in another same type lens. No patient injury. The reporter stated that it was due to a loading error by a new technician.